Event description:
It was reported that (1) ax55g was used during a wedge resection procedure. It was reported by the rep that the surgeon attempted to fire ax55g across the lung. The surgeon claims stapler misfired. The case was finished with another stapler. There was no pt consequence.